Event description:
It was reported that during a pta procedure in the cephalic arch accessed through the lower upper arm near the elbow, upon the first inflation. The pta balloon ruptured at the proximal end under "moderate pressure" (atm unk as syringe was used). Reportedly, the balloon would not retract through the sheath), so an incision was made to cut the catheter and place a larger (9f) sheath to remove the catheter. A new access site was created at the mid upper arm and another pta balloon dilatation catheter was used to successfully complete the procedure. The pt is reported to be doing well.

Manufacturer narrative:
The lot number was provided. The device history records were reviewed and there was nothing found to indicated there was a mfg related cause for this event. The device has been returned to the MFR for eval. The investigation is currently underway.